Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rny procedure, the device had no seal. Immediately after trying to seal, the omentum had less than 250cc of bleeding. There was an end tone heard and no evidence of any energy delivered. The surgeon had to sew the vessels. There was no patient injury.